Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device screen was cracked, the cause was unknown, and the user could not operate the device, leading to paused therapy and a replacement being arranged. Symptoms included no injury. Outcomes included temporary interruption of therapy and the need to restart setup on the replacement device. Investigation included complaint handling and user guidance on device shutdown, data backup via mobile app, and return logistics. Investigation of this case revealed a damaged display that prevented use without generating alerts or alarms. It was concluded that the event involved physical damage to the device screen with user impact limited to therapy interruption, and the user was advised to continue glucose monitoring via cgm while awaiting replacement.